Event description:
It was reported that a spectrum iq infusion pump had a downstream occlusion error. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that a spectrum iq infusion pump had a downstream occlusion error. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available. The device was received for evaluation. During functional testing, the reported problem "downstream occlusion errors" was not reproduced. A review of the event history log revealed "downstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was high reading of force sensor. The force sensor required to be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted